Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up for a clinical study, the measured conduction run-times were identical in all stimulation modes between the right and left ventricular leads. Inaccurate measurements by the device was suspected. No intervention was performed and the patient was stable and will continue to be monitored.